Event description:
Customer reportedly rec'd the following results on the compact plus system: 499 mg/dl (09:22), 66 mg/dl (09:25), 50 mg/dl (09:35), and 80 mg/dl (09:36). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.